Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. Product ID: 5076-52, serial# (B)(4).

Event description:
It was reported that during implant attempt the physician noticed that the atrial lead pin was bent. Sensing was appropriate; however, the physician wasn't comfortable implanting the lead. A new lead was implanted. No patient complications have been reported as a result of this event.